Event description:
It was reported the camera head had no image. The issue was found during preparation of a therapeutic laparoscopic procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue was found during preparation of a therapeutic laparoscopic procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable watertight defect a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the images were not displayed due to cable failure. Since the cable sheath was broken, it is assumed that the cable was flooded, and this phenomenon occurred. Olympus will continue to monitor field performance for this device.